Event description:
A healthcare professional (hcp) reported a pt received hemodialysis on the baxter sps 1550 device. During the last hour of a three hour and fifteen minute treatment, the pt complained of not feeling well and exhibited signs of cramping. The hcp administered 600 cc of normal saline. The hcp reported there were no alarms noted during treatment. The patient's pre-treatment weight was 89 kg, and their post-treatment weight was 85.3 kg. The goal weight to be removed during treatment was 5.2 kg. The blood flow rate was 500ml/minute and the dialysate flow rate was 700 ml/minute. The hcp reported pt was alert post-treatment and left the center ambulatory.